Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During patient transfer, the footswitch was accidentally pressed resulting in release of radiation despite the system being in patient transfer position and x-ray disabled activated. We are unaware of any impact to the state of health of any user or patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation of the provided log files showed that the user moved the system into transfer position with the system x-ray enabled. After the system has confirmed "position reached" the message "x-ray manually disabled" was shown on the large display. Then the user moved the system out of the park position by rotating the gantry of plane a via the mushroom button. In this case the system automatically re-enables x-ray release. When pressing the fluoro footswitch, the user unintentionally released x-ray for 9 seconds while the c-arm was moving from the park position to the cranial position. Log files show a dose of 28ngy was delivered during this x-ray release. The investigation showed that the system works as specified. If the system is moved out of the park position, the system shall automatically enable radiation. According to the user manual the configuration for enable/disable radiation ("always", "in transfer position") is only valid for the startup of the system. There are different configuration schemes that will enable/disable x-rays depending on which button is pressed. The user configured the system to require the release button to be pressed on either the examination control console (ecc) or pressing the desktop icon on the artis workplace. There are mitigating measures provided to reduce the probability of an accidental radiation occurrence. There are various indications to display radiation on-going and a time limit of radiation in case of regular operation, unintended activation by system malfunction and unintended activation by operator. These indications and limitations are described in the operating manual and active part of the system safety concept. X-ray is indicated by x-ray indication lights and acoustic signals for acquisitions and monitor status displays for fluoroscopy as well as acquisitions. According to the user manual vol. 1, chapter - safety notes and radiation protection an unintended x-ray radiation shall be stopped by pressing the nearest emergency stop button" by any staff member. It is described in the user manual that when the c-arm is not in the transfer position the radiation block is automatically deactivated. The present accidental radiation occurrence was based on a user error. No similar event was reported and no systematic issue in the field could be identified.